Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: nine events were reported for this quarter. Product return status: nine devices were received for evaluation. Evaluation status: nine events were confirmed during testing. Nine devices were found to be affected by missing paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device had paint chips missing. Nine events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 9 were originally reported as evaluated during the reported quarter; however, only 2 devices were evaluated during the reporting quarter. 7 additional device evaluations were conducted since the initial summary submission. Evaluation status: 7 reported events were confirmed during testing. 7 devices were found to be affected by paint chips. 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.